Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had low blood glucose. The customer's blood glucose on saturday was 55 mg/dl, current blood glucose is 135 mg/dl. The customer reported that the on sunday blood glucose was 50 mg/dl. It also stated that drive support cap was normal. The customer treated high blood glucose with glucose tablets. The customer was neither hospitalized nor admitted for high blood glucose and the displacement test was performed on insulin pump and result of the test was insulin pump passed the test. The customer was advised that the replace the insulin pump. The insulin pump will not be returned for analysis.